Manufacturer narrative:
Zimmer biomet complaint number (B)(4). After follow up it was confirmed that implant date is unknown. DHR review was completed for the subject lot number 61927348. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 61927348 for similar events and no other complaint was identified. Review completed utilizing keywords: peri-implantitis.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant at tooth 37 was removed due to peri-implantitis. Pain and edema were reported as a result of the event. Patient would have to return to place a new implant.